Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report that on (B)(6) 2012, the patient miscalculated his dinner carbohydrates, and after receiving 3.50 units bolus, his blood glucose level was 44 mg/dl and he experienced the symptom of shaking. The patient suspended the pump and administered self-treatment with 30 grams of carbohydrates. The patient's subsequent reading was 152 mg/dl. He did not seek any medical attention. The patient's technique was incorrect by miscalculating his carbohydrate intake. However, as the patient suffered blood glucose levels and symptoms suggesting severe hypoglycemia afterwards, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: black box download is overwritten due the continuous use of the pump, available data shows no delivery interruption. Tdd add up correctly and reflect the programmed basal rate. The pump pairs with a test meter correctly, the unit passed ¿ez-prime¿ steps and it was exercised for 24h successfully. A 29h flow accuracy test was performed on the pump, the unit passed the test successfully. ¿normal¿,¿ez-bg¿, ¿ez-carb¿, and ¿combo¿ boluses were delivered successfully, the bolus history recorded the accurate bolus info at the correct time and order. The keypad is undamaged, all buttons respond properly. Unrelated to the complaint, the display is faded and reddish, a test display screen was mounted during the investigation and it was fully colored and illuminated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.